Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded a code 1004 indicative of a shock into a shorted lead condition following a 41j synchronous shock to convert an atrial arrhythmia. Right ventricular (rv) lead shock impedance measured less than 20 ohms during the commanded shock but all stored measurements were within normal limits with no evidence of noise in the arrhythmia logbook. A chest x-ray was also performed that was negative for any obvious signs of lead damage. The patient was scheduled to undergo fluoroscopy for a more detailed review of the lead. Device and lead replacement was recommended by boston scientific technical services (ts). The patient was hospitalized for monitoring and device therapy disabled pending revision. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a revision procedure was performed wherein the entire system was explanted. As the physician elected to replace the entire system no additional testing was performed during revision. There were no reported anomalies following visual inspection of the device and lead beyond it being noted that only the proximal portion of the lead would be returned as the remainder was destroyed during extraction. Two days later a new system was implanted without consequence. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted only the proximal portion of the lead was returned severed 11.5 cm from the is-1 terminal pin. The segment included all three terminal legs with set screw marks on each connector in the correct location. Resistance tests were completed to assess lead electrical performance, measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities on the returned lead segment.